Manufacturer narrative:
Information was received by smiths medical that the event was discovered during testing and had no contribution to any patient injury., corrected data: h10: correction of typo in brand name, updated to level 1.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has missing pixels. No further information